Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the there was an alert for high undefined impedance on the left ventricular (lv) lead and possible high lv thresholds. Additional information reported that both lv lead impedance and thresholds had been rising. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.